Event description:
Reporting status: serious injury. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the procedure was in 2008, and during this procedure a 3.0 x 28 mm xience vi stent was deployed in the proximal circumflex, and a 2.75 x 23 mm, 2.5 x 18 mm, and 2.25 x 12 mm xience v stents were implanted in the distal circumflex. There were no reported product issues or pt effects at the time of the procedure. However, the next day the pt developed a red face and itching. The pt was treated with medication and the symptoms resolved by the following day. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - allergic reaction is listed in the IFU and risk assessment as a known risk associated with coronary stenting and not necessarily an indication of a product quality deficiency. Additionally, the IFU includes rash as an adverse event associated with daily oral administration of everolimus. The pt was treated with medication and the symptoms resolved. There is no indication of a product quality deficiency. However a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined. The other three xience v stents indicated are being reported under this same MFR#.